Event description:
During a standard dental treatment, the electrical handpiece got hot and burned the pt. The office does not recall pts identity, hence further details cannot be supplied.

Manufacturer narrative:
The analysis of the product did show that the bearings have been gritty and noisy. Also, the cover nut was worn. The condition of the bearings is the result of a normal wear process due to the use of the handpiece. The user instruction requests a functional and visual inspection prior to each treatment which would indicate whether the handpiece is running out of specifications. It was tried several times to contact the dental office to get further details about the pt and potential medical intervention. However, the office did not return the call. Reported due to the 2 year presumption rule.